Manufacturer narrative:
A customer reported that the system provided no phacoemulsification power during the chop mode of surgery. The company representative examined the system and was unable to recreate the reported event. The system was found to meet product specifications. The initial reporter stated that the technician pushed the surgery buttons out of order. It was determined that the technician did not follow the directions for use (dfu) correctly. The surgery was completed with an alternate system. There was no harm to the patient. The system was manufactured on july 13, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event was attributed to the user pushing the surgery mode buttons incorrectly. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system had no phaco during a cataract with iol surgical procedure. The surgery was completed with an alternate system. There was no harm to the patient.